Event description:
Per the clinic, the patient received little to no auditory benefit from the device since implantation, leading to device non-use. The implanted device remains.it is unknown if there are plans to explant the device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.